Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was partially inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was partially inserted and then removed in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) had a torn haptic. It had made contact with the patient's right eye. A back up iol of the same model was used as a replacement. Medical intervention was not required. The patient status was reported as fine. Additional information was received indicating that the iol was only partially inserted. No force was applied during the delivery of the iol. There was no reported user error, and it is unknown whether there was damage on the haptic or the optic. No patient injuries were reported. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. It was confirmed that the device did cause or contribute to the event. No further information was provided.